Manufacturer narrative:
(B)(4) it was noted the conductors on the lead were stretched but electrical testing determined that the continuity was complete and no shorts were seen. A insulation test was performed and normal impedances were observed indicating not ¿leakages¿ were observed in the insulation. It was noted that the insulation was broken/torn under electrode #3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-2,8 lot# va11dwe, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient complained of pain at the ins site that generated toward their midline with the device turned on. The patient tried all of the programs and had pain with all of them. The patient had lost (B)(6) pounds in a very short period of time, and this was noted to be a contributing factor. The patient¿s x-ray showed lead migration beyond the sacrum on the day of the report, the impedance was also checked and found to be normal. The lead and ins were both replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.